Event description:
It was reported that the product broke off into the hip joint. The broken piece was not left in the patient.

Manufacturer narrative:
Per additional information received, the broken piece of this device was not left in the patient. As such, this event is now determined to be a malfunction MDR. It was reported by the customer that the device will not be returning to stryker. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken off. Probable root cause: application - excessive force. - poor visualization through arthroscope. The device manufacturer date is not known. The reported failure mode will be monitored for future reoccurrence. The complaint has been closed based on the device not being returned. If further information or investigation results are determined, a supplemental report will be filed.

Event description:
It was reported that the product broke off into the hip joint. All but one small loose body was removed. This retained piece was outside the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.